Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. Physical damage was observed on the driver handle and shaft indicating the driver may have been dropped or subjected to rough handling. The green led light displayed when the trigger was pulled. The motor was inspected and found to be within specifications. The driver was subjected to rpm evaluations with simulated load pressure, simulated sawbone insertions, and force to bog down tests. The results of these reference evaluations was that the device was at or near the end of its useful life. The battery pack voltage was measured and no issues were found. The firmware was evaluated for charge and cycle count. The charge count result was much lower than expected based on the age of the device and cycle count. The change to the firmware has been implemented to improve diagnostic data collection. This device was manufactured prior to that change. The cause for the driver no longer working is that it was at the end of its life. The cause for the led failing to activate red was that the firmware did not capture all the charge count data. A firmware update has been implemented, no additional corrective or preventative actions will be implemented at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver stopped working in the middle of the procedure, with the led green light still illuminated.